Event description:
It was reported the cystonephrofiberscope had foreign material that came out of the insertion tube. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation and the information provided, it was presumed that the user applied irregular stress to instrument channel port during handling, causing the suggested event. The event can be detected by following the instructions for use which state: oes cystonephrofiberscope cyf-5/cyf-5a chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.